Manufacturer narrative:
The customer's stated problem was verified. The device displayed system fault 102, the motor is faulty and will be replaced. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly dom (B)(4).

Event description:
It was reported that a cadd-ms® 3 ambulatory infusion pump had system fault error. No patient injury reported.